Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, during the procedure, the device could not be inserted into the cavity smoothly. It was inserted using force. When this was done the sleeve disengaged and dropped into the cavity. It was removed from the cavity without difficulty. No patient injury reported.